Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6) , batch: 7238436.

Event description:
It was reported that the patient experienced extreme nausea, frequent urination, a swollen head, high blood pressure, and body tremors a few hours after the trial procedure. The patient unplugged the ets, but the next morning, the patient still felt the same symptoms, so the physician pulled the leads. The patient was reportedly doing well.